Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.

Event description:
It was reported that the patient underwent a tlif procedure using rhbmp-2/acs. Approximately one year post-op, the patient has a solid fusion. Additionally, the patient has developed what appears to be "a solidified cyst" in the spinal canal area. No additional information was provided.